Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that the patient presented to the hospital and right ventricular (rv) lead dislodgement was observed via x-ray. The rv lead was re-positioned and it was noted there were high threshold measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.